Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the implantable neurostimulator (ins) shutting itself off was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Correction to g4; aware date on previous report should have been 2020-jul-01 not 2019-jul-01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer's representative (rep) reported the cause was unknown. Rep ran a system impedance and found no issues. Patient will send the rep a picture of the controller screen if it happens again. It was unknown whether the event was resolved. No further complications reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97745bp, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient normally needed to charge the ins every day. The rep reported that 1-2 times per week when the patient checked his ins at night, the ins battery wasn't depleted and the green indicator on the ¿a¿ group was green but when he checks the next level, stimulation on/off screen, the stimulation was off. The patient then turned it on and it worked fine. The patient was on high dose settings, so he didn't know when it turned off. The rep noted that the patient was sent a new controller, but the problem was still occurring 1-2 times per week. It was unknown why it turned off and it was unknown why the first screen indicated green on and the second screen indicated off. The rep was to take pictures of the screens. No further complications were reported.

Event description:
Information was received from the patient regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated they needed a new ¿recharger¿ (controller per patient services understanding). The patient reiterated the issues they had previously reported where the ins kept turning itself off, six times within the last month. They stated that they had been working with the manufacturer representative (rep) and healthcare provider (hcp) o this and they had already done diagnostics and told the patient to call patient services to get their patient controller replaced. The patient mentioned the ¿variable stim (patient services understood this to be adaptive stimulation)¿ seemed off. They reported that it was ¿shocking the hell out of them¿. The patient stated that the shocking happened last saturday, and they stated that they may have moved wrong and felt it lit up on their right side. They stated that turning adaptive stimulation seemed to solve the issue, but then it acted up again on monday. The patient also stated that ma showed it was set at 0, but the patient still felt the stimulation. It was reviewed that this could be an ins issue, but stated that patient services could try to replace the controller, but if the issue was not resolved the patient should follow-up with their hcp and rep again. The patient also indicated that resetting the controller did not resolve the issue. The shocking sensation occurred on (B)(6) 2019. The patient was transferred to repair where they reported that they wanted their controller replaced as their hcp and rep recommended replacing it. They also reiterated that the ins turns itself off. The patient was having funny things happen with the ins, but wanted to try to replace the controller, though they stated that they were not having any problems with the controller. The patient also reported to repair that they wanted a second battery pack because they charge so often. Additional information was later received from a rep stating that the patient left a voicemail with them, reporting right arm weakness and intermittent jolting. It was unknown if there were any factors that led to the reported issues. A future clinic visit was planned but the date was unknown at this time. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient product ID: 97745bp, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was fully charged and had shut off. It was noted that the patient never turned the device off. The patient experienced an increase in chronic pain and when they checked the device, the display showed that it was off. The patient believed that the ins battery shut itself off randomly. The manufacturer representative stated that the patient turned the device back on and their therapy had resumed. It was noted that the issue occurred over the weekend prior to the date of this report. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a manufacturer representative (rep). It was reported that the controller randomly turns the patient's stim off and the white button doesn't work. The patient stated he has to go into MRI mode and then turn it back on to get it to work. The rep was unable to determine the cause of the programmer not turning stim back on. The patient removed the battery from the controller several times to resolve the issue. The patient was given patient services number to call next time it happens and explain the issue to see if a new controller would help resolve it. No further complications were reported.